Event description:
It is reported that a customer had issues resetting their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer phone line was disconnected before any further information was obtained.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.